Event description:
It was reported by service report that the side rail compression spring was missing causing the side rail to potentially not remain latched in the raised position. There was patient involvement; however, no adverse consequences were reported.